Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tlh30 instrument was positioned and fired low in the pelvis. The surgeons account, was that no staples were set. The stapler was positioned with the correct indications, pin was placed by the surgeon himself, and then the instrument was fired within the parameters of the gap setting scale. The bowel was then incised and then the discovery that no staples were present or evident. The anastomosis was unable to be formed and the pt required a permanent ileostomy. The device was discarded.